Event description:
Malfunction of b. Braun pumps running norepinephrine and epinephrine. After patient had coded in the or (operating room) several times, we were transferring patient to bed in order to transport to ICU (intensive care unit). Air in line alarm sounded for both epi and norepi infusions. Patient too unstable to disconnect line. Pulled air out of both lines with syringes and resumed infusions. Both infusions kept alarming air in line despite having corrected the problem. There was no way to continue the infusions. Bolused patient instead with vasopressors. Eventually got the epi drip to work but the norepi drip never worked and had to wait for another pump and line setup to arrive, meanwhile bolusing patient. Patient arrested multiple times upon arrival to ICU during pump malfunction, but patient was doing so prior to malfunctioning pumps. Death of patient occurred, not due to malfunctioning pumps, but made the situation a lot more difficult.